Event description:
It was reported that the MRI facility had an issue with a patient's lead burning a long time prior to the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_prog, product type programmer, physician. Product ID neu_unknown_lead, product type lead. (B)(4).